Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering was able to confirm the complainant's experience of a fractured cannula. The wall thickness of the cannula was measured and was found to be uneven. The likely root cause of the fracture is the uneven cannula wall thickness, which occurred during the injection molding process of the cannula. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has implemented process enhancements intended to further minimize the potential for this type of incident to occur. The event product was manufactured prior to the process enhancements. This report represents the initial and final report.

Event description:
Procedure performed: "robotic inguinal hernia repair" event description: "when dr. [Name] was inserting his first trocar, the outer trocar cracked in half. He then asked for another trocar and the insertion was successful. There was no patient injury." Patient status: "no patient injury."